Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. The returned samples were evaluated. Low adhesion and creasing were identified on the film. This confirmed a relationship between the event and the device. The root causes were traced to manufacturing. There are checks in place to prevent creasing and low adhesion of the film. If creasing or low adhesion is identified during in-process checks, it is tabbed and recorded in the fault log. Minor creasing can sometimes occur in the film during the adhesive application process at the start or end of the roll. Again visual checks are in place to identify this. As the occurrence rate of the reported failure modes is within acceptable range, no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that some dressing were creased and some were not adhesive. Incident happened during treatment, a backup device was available to continue with the treatment, no harm or injury reported.